Event description:
Patient became septic and returned to surgery for exploratory lap with ostomy. During this procedure, it was found that a substantial portion of the anastomosis staple line had come apart and was leaking. He has subsequently undergone a decompressive laparotomy with wound vac placement for abdominal compartment syndrome after which he went into pea requiring CPR. He has also had a fasciotomy for right hand compartment syndrome associated with a right radial artery thrombosis from an art. Line. Abdominal wall closure with stoma revision was completed 4 days later. The patient was started on crrt. The patient remains ill.